Manufacturer narrative:
Analysis confirmed noise on the lead. The pacing coil was fractured since the lead was subjected to an outer force from the connector pin. This damage is consistent with rib clavicular crush. Electrical analysis revealed open circuit due to fractured pacing coil.

Event description:
It was reported that the patient presented to the hospital after receiving many shocks for tachy episodes caused by noise and not real events. The patient advised he had a car crash without any consequences before noise episodes. The physician was concerned about seatbelt impact over the area of the implant pocket.